Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service technician (fst) that during preventive maintenance (pm), the cs300 intra-aortic balloon pump (iabp) needs battery replacement. There was no patient involved.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h3,h6(type of investigation,investigation findings,investigation conclusions,component codes),h11. A getinge field service engineer (fse) was dispatched to evaluate the unit, replaced batteries as precautionary service. Ran all the tests in accordance to the manufacturer¿s specifications. Unit returned for clinical use.